Manufacturer narrative:
No sample has been returned for evaluation for the report of the probe cutting and vacuum poor; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot number was provided, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported poor cutting and vacuum during a procedure. The product was replaced and the procedure was completed with no patient harm reported. Additional information and product sample have been requested.